Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device would no longer turn on. Stryker replaced the device's system board to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would no longer turn on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Sections b5 and h6 (device code grid) have been corrected.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not complete the boot-up cycle during initial power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.